Event description:
It was reported that the external pulse generator (epg) had no atrial output when trying to measure with a defibrillator transcutaneous pacing tester; no other tester available. Technical support (ts) had the clinician connect ventricular leads to atrial channel and increase rate to 180 and output to 20 ma; no measurement. Ts recommended the epg be returned to service for testing and calibration; emailed return form. The epg was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.